Event description:
Two weeks after treatment, endoscopy showed stricture which was dilated, resulting in resolution of abnormality and symptoms. The physician confirmed that the event was not related to any malfunction of the device.